Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The pump passed the self test and error alarm test. The pump had a stained keypad overlay and address/serial number label. No cracks noted on the reservoir window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The customer also reported that the lower left and the display were cracked. The customer also reported that the reservoir window was cracked. Blood glucose level at the time of the incident was not provided.